Event description:
An ER-reboa catheter was used on a patient for balloon occlusion. The operating physician indicated balloon occlusion was in a "small artery, left up longer than normal" and the patient received novoseven (coagulation factor viia). The operating physician described the clotting as "not the catheter's fault but related" and "unavoidable."